Event description:
Pt spontaneously reported about 2 weeks ago, his pump (sn (B)(4)) kept turning off. He didn't realize until 8 hours later that pump wasn't running. Pt used backup pump and restarted at full dose of 140ng/kg/min. He felt a little weak, but it subsided. Pt only using the one functioning pump since then. Advised pt to call immediately if any pump issues in future. Shipped replacement pump for early am delivery. No further info available. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? Yes; reported to (B)(6) by pt/caregiver.